Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic esophagus surgery, after transecting the esophagus, the tip of the jaws would not open. The device was connected to another handle but issue was not resolved. Manual approach was attempted, but it was very stiff and could not turn, so the adapter tool got damaged. Esophagus was additionally resected (on oral and anal side) with another powered stapler, which resulted to some tissue loss. Surgical time was extended by at least 30 minutes. Incision was also extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.